Event description:
Additional information received indicates the patient symptoms also included light headedness. Drug infused was fentanyl 7500mcg/ml, dose 3200 mcg/day, after pump and catheter changeout. Before pump and catheter changeout the dose was 4500mcg/day. On (B)(6) 2011 the patient and a medtronic employee called to report the pump was alarming every 10 minutes. The critical alarm was set for every 10 minutes. Alarm interval was changed to 20 minutes to determine type of alarm since alarm test was not working. Motor stall was induced with magnet since alarm testing was not working. Medtronic employee and patient indicate the alarm induced did not sound like the critical alarm. Additional drugs in pump include baclofen, bupivicaine, and clonidine.

Event description:
In regards to the cracked catheter the healthcare provider thought they might have pulled too hard on the catheter during the pump replacement. A CT scan showed that a catheter fragment was left after revision. The patient believed the doctor messed up some nerve. Since the replacement surgery he has had to take neurontin 800mg/4x daily for pins and needles in his feet and private area. His back pain was under control as pre-pump replacement condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt experienced a csf leak (cerebrospinal fluid leak). A catheter complication was noted one week after pump replacement on (B)(6) 2011. On (B)(6) the pt noted "a large egg on back"; the surgeon was called. They did x-rays; the original catheter had "cracked". The fractured catheter was replaced on (B)(6) 2011. On (B)(6) the pt presented to the ER as he was in withdrawal. On (B)(6) he went to the pain mgmt hcp to get adjustments and told him he was getting headaches. The hcp had him get blood patches on (B)(6). The pt's headaches went away but then they came back with other symptoms including: dizziness, unable to stand up, dry mouth, metallic taste in mouth 5 minutes after he eats, burning in esophagus, "little cough", numbness on left side which makes him vomit, shortness of breath, extreme weakness, lying in bed since (B)(6), weight loss, no appetite, loss of sleep. On (B)(6), the pt went to the hcp again. The pt noted "another egg on his back". The hcp told the pt that he does not "feel as well because his meds aren't back to where they were yet". On (B)(6) 2011, the pt's "legs feel like jello and he fell to floor and had to crawl to his bedroom". The pt also experienced nausea and spinal headache. Before surgery the pt was dosed "at 4300 mg and now he is at 3200 mg". The pt location was home in fair condition at the time of this report. The pump contained compounded baclofen.

Manufacturer narrative:
(B)(4)